Manufacturer narrative:
Device evaluation and investigation findings: upon receipt by mentor, the device returned without fluid. No foreign material was observed within the device. Yellow material was observed on the shell surface. Mentor product analysis lab discovered an area of missing material measuring approximately 2.4 cm x 4.8 cm located on the anterior aspect. Microscopic examination was performed. No evidence of instrument damage was observed. No other anomalies were discovered. Since the lot number was not provided by the customer, the manufacturer record evaluation (mre) could not be reviewed. If lot number is later provided, the mre will be reviewed. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage or the etiology of the yellow material found on the device. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Some breast ptosis is a normal component of the mature breast. Ptosis is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2018, mentor became aware that the patient also experienced bilateral ptosis and left breast capsular contracture baker grade iii. Mentor also became aware that the patient underwent bilateral removal and replacement with the following devices: (right) 475cc mentor smooth round moderate plus profile saline catalog: 3502475 lot: 7463845 sn: (B)(4) and ( left ) 475cc mentor smooth round moderate plus profile saline catalog: 3502475 lot: 7508553 sn: (B)(4). This medwatch form is for the right breast prosthesis. (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent breast augmentation with unknown mentor saline breast prostheses. Deflation of the right breast prosthesis was confirmed by doctor's examination. As a result, the patient underwent removal on (B)(6) 2018.